Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose level. The customer¿s blood glucose was 40 mg/dl, 258 mg/dl and 330 mg/dl. The customer was treated with glucose tablet. It was reported that they had low battery. The customer was advised to call us back to report issue or if cap doe not work, any issues with battery. The customer declined troubleshooting at times bolus while shopping seen the battery was low and was low too. The reservoir will not be returned for analysis.